Manufacturer narrative:
This report is submitted on october 12, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011 h3 other text: implanted device remains.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2016 due to poor magnet retention. The implanted device remains.